Manufacturer narrative:
On 12-aug-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with pentaray nav and an irrigation issue during use on patient occurred. It was initially reported by the customer that during the operation, device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported occlusion issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 18-jul-2025, additional information was received indicating the suspected device with the issue was the catheter. The device was in use on the patient at the time of the incident. There were no errors noticed from the irrigation pump. The issue was discovered when the ¿pen¿ was found to have no water coming out when flushing. To troubleshoot, they irrigated with saline and aspirate with a needle tube without effect. The correct catheter settings were selected on the generator and there were issues with flow rate change at the start of ablation. Based on the additional information received the event has been reassessed as an MDR reportable malfunction since it was reported the irrigation issue occurred during use on the patient.

Manufacturer narrative:
Device investigation details: a video was received for evaluation following johnson & johnson medtech's procedures. According to video provided by the customer, no irrigation was observed on the catheter even when flow pressure was observed in the tubing. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the video analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with pentaray nav and an irrigation issue during use on patient occurred. It was initially reported by the customer that during the operation, device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported occlusion issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 18-jul-2025, additional information was received indicating the suspected device with the issue was the catheter. The device was in use on the patient at the time of the incident. There were no errors noticed from the irrigation pump. The issue was discovered when the ¿pen¿ was found to have no water coming out when flushing. To troubleshoot, they irrigated with saline and aspirate with a needle tube without effect. The correct catheter settings were selected on the generator and there were issues with flow rate change at the start of ablation. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the shaft was bent. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found bent inside the shaft. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the bent irrigation tube could be related to the bent shaft; this damage may be related to the handling of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).